Manufacturer narrative:
Hamilton medical ag`s conclusion: the root-cause for event was a defective blower module, specifically in this case the blower speed was lower than the required speed. The correction in this case has been the replacement of the blower module. The device issue was solved.

Event description:
Hamilton medical ag received the following complaint description (quotation of the customer/reporter): "- te 231009 (alarm blower speed low) - blower flow test failed - blower pressure test failed - blower module assembly replaced." No health impact or consequences were reported.